Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve gastrectomy, the device was able to fire with no problem, however one day post-operatively there was a bleeding on the staple. To resolve the issue the patient brought back to the operating room and needs to re-operate, the surgeon used clip to stop the bleeding.